Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a perforation was noted in the right coronary artery. A 3.50x19mm graftmaster stent system was advanced but failed to cross the perforation due to the anatomy. A 4.0x16mm graftmaster was then advanced and successfully sealed the perforation. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.